Event description:
Plaintiff alleges the development of latex allergy from exposure to latex gloves. Plaintiff alleges that as a result of the latex allergy, plaintiff has suffered substantial injury, pain and suffering as well as economic loss. Plaintiff's spouse alleges loss of consortium of spouse.